Event description:
It was reported that one week post-implant, the right ventricular (rv) lead showed a decrease in r-wave value, along with a decrease and increase in rv impedance values; a chest x-ray confirmed rv lead dislodgement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.